Manufacturer narrative:
Evaluated one opened/used reservoir. Perform pre-fill test to reservoir. No air bubbles were observed during analysis. Checked o-rings/stopper groove for defects and none were found. Conclusion no air bubbles and no leaking was noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the reservoir had multiple air bubbles. It was also reported that the reservoir had leak. The leak was found between the o-rings. The customer's blood glucose was 12.8 mmol/l at the time of incident. The reservoir will be returned for analysis.